Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified flat creases, a curved opening, and brown particles. A leak test was performed and found one opening. A microscopic analysis identified a curved sharp opening on the valve bond edge, assessed as an unidentified (tear) opening (no shell thickness due to opening under the plug strap). A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a sharp opening due to an unidentified (tear) opening. Reason for reoperation reported as deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.